Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that when an x-ray was taken some parts of the lead image was not visible. A lead fracture was suspected although all measurements were within normal range. No adverse patient effects were reported.